Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that t2 tibial nail broken in patient. Identified approx. 6 weeks post procedure. A revision surgery is planned for removal of broken nail.

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the labeling (for a t2 tibia nail) did not indicate any abnormalities. In the case presented it was reported that a broken t2 tibia nail was removed and revised after an implantation period of approx. 6 weeks. Patient data, implant date and medical information like x-rays were not provided. The nail was not returned for investigation. DHR, inspection record and product specific documents could not be reviewed as no lot- or cat-no was communicated. It could not be determined where and in what manner the nail had broken. It could not be determined if the nail had become damaged intra-operatively or if the item had been placed in suitable manner with appropriate reposition. The labeling points out potential adverse events and possible root causes for nail breakage. Product return and further information had repeatedly been requested. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
It was reported that t2 tibial nail broken in patient. Identified approx. 6 weeks post procedure. A revision surgery is planned for removal of broken nail.